Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the patient has expired after an implant duration of approximately 1 month. The cause of death was not reported. It is unknown if the death was device related. On 11/18/2010 (through follow-up with the health care provider), additional information was received. It was learned that device was not explanted at the time of patient death or post mortem. It was also noted that the patient had a bacterial infection. Unfortunately, no further information regarding the reported event was provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event. Device not returned.